Manufacturer narrative:
Concomitant medical products: one used non bd spike adapter; two used spiros adapters; td (B)(6) 2019. The customer¿s report that the tubing set filter cracked and leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the filter or other anomalies were observed with the received set. Functional testing showed no anomalies. Pressure testing showed no anomalies. The root cause of the customer¿s report could not be identified because no leaks or cracked filters occurred during internal lab testing with the received set.

Event description:
The customer reported that the tubing set filter cracked and leaked during a methotrexate infusion on a pediatric patient. The customer reported no patient harm but noted there was an increased risk of infection.